Event description:
Customer reported: "unable to clear ua12". No adverse event reported.

Manufacturer narrative:
Reported complaint of unable to clear user advisor (ua) 12 (lifeband not present) was not verified. When a lifeband is installed on the platform, ua 12 clears. Archive file showed a few 12's. Probable cause for ua 12 might be that a lifeband was not properly installed. However there were other issues with the platform: top cover was cracked, battery lock was damaged, one of the load cells was not functioning properly, and the platform turned on by itself when a battery was inserted. Load cell single point, power distribution board, top cover and battery lock were replaced.